Event description:
The customer returned the rhino-laryngo fiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a reportable malfunction was found. It was determined that there is a gap between the connecting tube and image guide (ig) protector needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause is cause not established, which indicates that the investigation findings do not lead to a clear conclusion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.